Event description:
It was reported that device interrogation was not possible. There was only one green light, instead of a full array of green lights, on the programmer rf (radio-frequency) head when it was placed on a pacemaker. The problem was reproduced, and there was no change when a different programmer rf head was used. A programmer connector issue was suspected because manipulation of the rf head cord at the programmer end enabled interrogation. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the radiofrequency (rf) head connector was loose. It was also noted that the system fan was noisy.